Manufacturer narrative:
The customer canceled the svc call.

Event description:
The customer reported that the system displayed a charger failed error message and would not boot up. There is no report of pt injury associated with this event.